Event description:
While using the pb 3.0s the entire tip and extension pulled out. Surgeon switch to bovie to complete surgery.

Manufacturer narrative:
Investigation conclusion: visual inspection of the returned plasmablade 3.0s showed that the inner sliding shaft was separated from the contact slider. The complaint was confirmed. From the investigation, it appears that the failure of the spot weld to the contact slider was the cause of the separation of the shaft from the handle. This could occur from a weak weld joint that could not withstand the force used to telescope the shaft. Previous complaints were reviewed and 3 similar complaints were found for 2010, 2011 and 2012 in addition to the current event. Each failure has been traced to a different lot. (B)(4).

Event description:
It was reported that while using the tna device to remove a tonsil, the tip "started to glow orange." The physician pulled it out of the pt and the tip ignited.

Manufacturer narrative:
A conference call was conducted with the surgeon who reported the incident: while using the tonsil tip to remove the tonsil, dr. (B)(6) noticed a "glow" at the end of the tonsil tip, pulled it out of the pt's mouth, contacted room air and the tip ignited. He "hit it on the mayo stand" and it went out. He indicated that the "rubber" part burned and left a white ashy material. Dr. (B)(6) also stated that he generously irrigated the pt's airway after the tip ignition with no obvious signs of impact to the pt. The female pt was approximately (B)(6). Dr. (B)(6) saw her on (B)(6) on a follow-up visit and indicated that the pt was doing well. The setting during use was coag 5-6. A cuffed tube but dr. (B)(6) did not know the 02% used in the case. The manufacturer is attempting verify the o2 level but the facility has not provided the information. He changed to coblation to finish the case. Dr. (B)(6) had previously used the plasmablade tna in approximately 25 cases with no incident. The facility has not yet returned the devices for evaluation.